Event description:
The MFR received info alleging a ventilator was alarming for low oxygen flow. There was no harm or injury reported.

Manufacturer narrative:
The device's software was re-loaded by the customer to address the issue.